Event description:
It was reported that the patient experienced an infection at the ipg site. As such, the ipg was explanted on (B)(6) 2022 to address the issue.. Reportedly, the infection has resolved and the patient was implanted with a new ipg on (B)(6) 2022.

Manufacturer narrative:
Date of event is estimated.